Event description:
It was reported to boston scientific corporation, that a rotatable snare was deployed during use and it immediately folded back onto itself creating a knot. According to the complainant, the user attempted to correct by rotating the snare without success, then attempted to pull the snare into the sheath, which was also unsuccessful. Another snare was used to complete the procedure (device unknown). There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual and functional evaluation of the returned device found the loop extended, in the shape of a bow and kinked at the proximal end of the loop. The loop will not extend or retract without force upon actuation. The customer complaint was confirmed. The difinitive cause of the reported malfunction cannot be determined; however, it is likely attributable to operational context. A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint were noted.